Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of cancelled/rescheduled.

Event description:
It was reported to boston scientific that a spyscope was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025. During the procedure, the doctor inserted the spyscope into the controller, but it didn't display anything. The staff cleaned the controller's contacts, and it seemed to work, but once inserted into the canal, it didn't display anything. The physician postponed the procedure because it was impossible to use. Procedure was cancelled. No patient complications were reported as a result of the event.

Event description:
It was reported to boston scientific that a spyscope was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025. During the procedure, the doctor inserted the spyscope into the controller, but it didn't display anything. The staff cleaned the controller's contacts, and it seemed to work, but once inserted into the canal, it didn't display anything. The physician postponed the procedure because it was impossible to use. Procedure was cancelled. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of cancelled/rescheduled. Correction this report is being submitted to correct the date received by manufacturer field (g3) in the initial medical device report submitted on november 5, 2025. The correct date received by manufacturer was october 8, 2025. Investigation summary with all the available information, boston scientific concludes that the most probable cause is cause not established. Labeling review there was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The spyscope ds ii was not returned for analysis as it was reported as lost at the customer site, therefore, the device analysis could not be performed. Due to this reason and due to the lack of evidence, the reported event was not confirmed.